Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had three reservoirs that leaked past both o-rings. The customer stated that he believes this has caused him to have problems with air bubbles after wearing an infusion set for a few days. Nothing further was reported.